Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector "fell off" of a solution set. It was further reported that the nurse had spiked the solution bag and was in the process of connecting the distal end of the luer lock to the patient when the luer lock fell to the floor. The solution set did not make contact with the patient. This event occurred during preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation; however, the lot remains unknown. During visual inspection, the tubing was observed to have separated from the male luer. Additional visual inspection, it was observed the solvent wasn¿t applied uniformly in the tubing that is inserted into the male luer. The reported condition was verified. The cause was due to human error during the manual assembly process. Should additional relevant information become available, a supplemental report will be submitted.